Event description:
It was reported through a research article that a total of 14 patients were treated by the dedicated dual guidewire balloon-antegrade fenestration and re-entry (dgb-afr) technique in november 2020 to august 2021. No dgb-related complications were observed. Only one procedural complication in one successful case was recorded, patient no. 8, related to distal wire perforation during rescue wire-based antegrade dissection and re-entry (adr) by a stiff polymer-jacketed wire; this was one of the two cases where distal adr, was necessary to make the procedure successful after dgb-afr failure to re-entry and it was caused by the pilot 150 wire. This perforation was minor and the patient's hemodynamics were maintained throughout the procedure, however, due to delayed-onset tamponade, pericardiocentesis was later performed. This procedure was successful, and the patient was discharged uneventfully. All patients were on dual antiplatelet therapy. After drug-eluting stent implantation aspirin (100 mg daily) was prescribed lifelong and clopidogrel (75 mg daily) for 12 months. See attached article titled, 'dual guidewire balloon antegrade fenestration and re-entry technique for coronary chronic total occlusions percutaneous coronary interventions'.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled, 'dual guidewire balloon antegrade fenestration and re-entry technique for coronary chronic total occlusions percutaneous coronary interventions'.

Manufacturer narrative:
D4: the UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of perforation is listed in the hi-torque guide wire instructions for use as a potential adverse event associated with use of this device. A conclusive cause for the reported perforation and cardiac tamponade, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.